Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling for the reported events of expulsion and break: "5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that with one syringe of juvéderm ultra¿ xc, the ¿syringe exploded¿ during patient injection in the face. No injuries were reported. The packaged needle was used for the injection.

Manufacturer narrative:
Device evaluation: empty syringe of 1.0 ml received with a cap, no needle in an opened ultra xc tray. No defect observed to syringe.

Event description:
Healthcare professional reported that with one syringe of juvéderm ultra¿ xc, the ¿syringe exploded¿ during patient injection in the face. No injuries were reported. The packaged needle was used for the injection.